Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on error code 243-4070 on 8100 unit which is the ail sensor issue will need to be replace but he can take a soft cloth and wipe inside of the sensor also check the sears that is connect to the door latch they go inside the sensor sometime they get loose or one or both can be crack then you have to replace those but if everything is ok even after swipe out the sensor and still get the error the sensor will have to be replace.